Event description:
Per the clinic, it was reported that the patient experienced an episode of meningitis, onset reported to have occurred on (B)(6) 2020. The patient was subsequently hospitalised on to receive IV antibiotic treatment. The following additional information was received regarding etiology of the patient and episode of meningitis: the patient is reported to have an etiology of cochlea malformation (type not reported). There were no reported craniofacial malformations, nor basilar skull fractures. It is unknown whether the patient received pre-implant immunizations. It is unknown whether the patient received perioperative antibiotics following implantation. The meningitis episodes did not occur within 30 days of a neurologic procedure no vp shunts or lumbar drains were utilized at the onset of meningitis. Prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. It was reported that the patient cultures revealed streptococcus pneumoniae in cerebrospinal fluid. The patient is reportedly still currently hospitalised and receiving treatment as of the date of this report.

Event description:
Per the surgeon, it was reported that the patient passed away due to the reported episode of meningitis (date not reported). The cause of meningitis could not be determined; therefore, it is unknown whether the death was device related. Additional information was requested; however, was not made available as of the date of this report.